Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 with the following findings: during investigation, the pump passed all required testing, bolus totals add up correctly. According to the bolus history for (B)(6)2017. 5 boluses were programmed and recorded in the bolus history . Bolus total added up to 75.25.1. Complaint regarding bolus totals not adding up correctly could not be confirmed . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas with a hypoglycemic event. The reporter stated that the patient had a blood glucose of 37 mg/dl with symptoms of blurred vision. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter indicated that the patient was manually calculating boluses without checking their blood glucose first. It was also discovered during the investigation that the patient had made changes to the pump¿s basal rates. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event as a result of use error.